Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a bedridden patient presented with the atrial lead issue. Upon interrogation, it was noted that the auto polarity switch had occured and the device was pacing in unipolar configuration. Also, noise was present on the atrial lead causing several inappropriate mode switches. No intervention was performed. No patient symptoms were reported. The patient will continue to be monitored.